Event description:
It was reported that the device is for repair. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. The event history log was downloaded with no results noted. Functional testing was performed and the device passed all testing. The root cause was determined to be the damaged dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.